Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the patient experienced non-auditory stimulation resulting in loss of benefit; resulting in the decision to explant. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.